Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue for this device. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the high implant depth for this device could not be determined from the available information. The cause of death was not received, an autopsy was not performed, and the device was not returned for analysis; the allegation of the patient¿s family could not be confirmed or refuted based on the available information.

Manufacturer narrative:
Additional information was received that seven days post-operative two additional valves were implanted due to moderate/severe aortic insufficiency. The first of these two valves was implanted too high, so a second valve was implanted in the optimal position. During this implant a short episode of asystole and ventricular fibrillation were treated with 3 minutes of compressions. Additional information has been sought to clarify which valve was implanted first. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
Additional information is being sought. It is not known if the devices remain implanted. Separate reports have been filed on the other two valves. A search of medtronic¿s database shows no previous reports and no returned devices at the time of this report. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this was one of three transcatheter bioprosthetic valves implanted in a patient. One week post-implant of the first valve, this was one of two additional valves of the same size that were implanted, according to a note written on a patient/implanted device registration card returned by a family member. The family member also reported the patient died ten days following the second procedure, and alleged that the death was due to a cardiologist¿s error in implanting the first valve and poor blood flow following implant of that valve. It was not reported why this valve and an additional valve were implanted or if there was an allegation or evidence of the additional valves malfunctioning.